Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized that same day due to the event. Treatment for the peritonitis included unspecified antibiotics. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. The action taken with dianeal was not reported. Concomitant medications were not reported. The reporter did not provide an opinion for causality.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11f26033 and h11e15020 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.